Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal pain, urinary incontinence, urinary retention, leakage, vaginal bleeding, chronic diarrhea, recurrent severe yeast infections, urinary tract infections, and pain during intercourse. No further information has been provided.